Event description:
The affiliate reported the customer alleged elevated total beta human chronic gonadotrophin (tbhcg) pts' results involving unicel dxi 800 access immunoassay system. The customer noted the event occurred after completion of enhanced troponin I test. It is unk if the elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.